Event description:
Potential incident- per the facility director: "we are currently using the l501-m compression sleeve and seeing pressure ulcers develop. I did find one patient on a dvt-20 compression sleeve, but not sure where it came from. Because there is very little padding or insulation where the tubing and bladder meet, we are seeing pressure ulcers on the back and side of the leg. Ideally it looks like the tubing should run along the side of the foot, behind the ankle. But if that patient is turned or that tubing comes in contact with a pillow or the bed, there is a great deal of direct pressure to the tissue."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR (arjohuntleigh (B)(4)). Add'l info will be provided upon conclusion of the MFR's investigation.